Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding patients with no patient information available. It was reported on an unknown date that healthcare professional (hcp) was seeing volume discrepancies in other patient's as well where the expected volumes were 5 to 7 ml and the actual volumes were less than 1ml. No specific patient was reported, but was just a generalized comment. No further information provided.